Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After implantation the user felt pain at the implant area. When it was investigated, it seemed that no implant bed was drilled and there was buckling of the skin at the magnet site. After the revision, pain was temporarily gone, but sometime after came back (around summer 2022). Pain is at the implant area and the user is not able to wear coil over the implant for a long time because of pain. A revision surgery was done in november 2021 where the implant place was changed to be symmetrical with the contralateral implant site and proper implant bed and attachment were done. A revision surgery is planned but no date has been provided yet.

Event description:
After implantation the user felt pain at the implant site. During troubleshooting, it was detected that no implant bed was drilled and there was buckling of the skin at the magnet site. A revision surgery was done in (B)(6) 2021 where the implant place was changed to be symmetrical with the contralateral implant site and proper implant bed and attachment were done. After the revision, pain was temporarily gone, but eventually came back (around summer 2022). Pain is located at the implant area and therefore the user is not able to wear the coil for a long time. The device has been explanted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced pain after first implantation most likely due to excessive pressure from the internal device on the skin, since no implant bed was prepared to properly accommodate it. Therefore, a revision surgery was performed that seemed to temporarily solve the issue. However, after some time the pain in the implant area reappeared. Reportedly the device was working within specification. Diagnostic imaging showed some findings that were not further specified, although requested, but that finally led to the decision to explant the device. During device removal, inflamed tissue was observed in the mastoid and implant site. However, since no relevant information about the observed tissue has been provided, it is not possible to determine the cause for the reported problem, which could include an unspecified inflammatory reaction or an infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no information available points to the implant being the source of infection. However, a device contribution to the subsequent development of the inflammation cannot be ruled out. The explanted device has not been received for investigation yet. This is a final report.